Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 510 mg/dl at the time of incident. The customer¿s blood glucose went from 210 mg/dl to 510 mg/dl. Customer treated with manual injection. The customer also stated that the insulin pump had missing reservoir ring but reservoir was able to lock in place when inserted into insulin pump. The customer stated that they were using the auto mode feature. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.